Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse reported that the patient was developing a rash under the lifevest. The patient reported that his chest, back and arms were itchy and red. The patient's doctor prescribed benadryl for the irritation. During a follow up the patient reported that the rash was still there but getting better. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.